Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred while the pump was plugged into a power source to charge. In addition, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 96 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.